Event description:
The customer reported that the device was not alarming. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The philips remote service engineer (rse) was able to confirm the event. The work order was cancelled, and no additional information was provided. There were attempts made for additional info without any response. The cause of the event is unknown. It is unknown if the issue was resolved. The device remained on site.